Manufacturer narrative:
Account reported that suction loss was possibly due to patient anatomy. Patient had major epithelial defect possibly related to old corneal scar. Flap procedure was aborted at 20% complete due to defect. Flap would not have been liftable. Additional follow-up was provided, customer indicated that the epithelial defect did not exist prior to the procedure. Patient did not have a prior treatment. Topography and slit lamp were unremarkable pre-op. Customer was not sure what could be other possible causes for the epithelial defect. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported 1 patient interface (ck01761) due to suction loss after the laser fired on (B)(6) 2013. Treatment was aborted and patient was switched to photorefractive keratectomy (prk).

Manufacturer narrative:
Additional narrative -product testing:the returned patient interface was sent to the manufacturing facility for visual, dimensional and functional testing. The cone was found to be within specifications. The product met the acceptance criteria. The returned product investigation results do not indicate a product deficiency.manufacturing record review/device history record:a manufacturing record review for lot# ck01761 was conducted. No nonconformances were documented. Documentation shows that the product was manufactured according to specifications. (B)(4): placeholder.